Manufacturer narrative:
(B)(4). During processing of this complaint, quality assurance attempted to obtain complete event info and pt status from the hospital, field contact or distributor. Eval summary: quality assurance analysis of the returned guide wire revealed that the core was separated (14.9 cm) distal to the hypotube and the separated portion of the guide wire was not returned. The fracture face of the separated core appeared jagged. The entire length of the returned guide wire passed through a .0145" hole gauge. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Quality engineering concluded that results of the sem analysis indicate that the device core was subjected to excessive tensile overload beyond the design limits causing the tip to detach. For the guide wire to separate due to tensile overload, some portion of the guide wire would have to be trapped in either the anatomy or another device. From the incident description, the guide wire trapped guide wire tip from the lesion, which caused the guide wire tip to separate from tensile overload. There was no mfg related issue detected during the investigation. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance dept.

Event description:
It was reported that after inserting the guide wire into the lad vessel, the guide wire could not cross the calcified lesion. After repeated attempts, the tip of the guide wire lost its integrity. Another guide wire was used and eventually crossed. This is being filed as a MDR product malfunction based on the analysis of the returned guide wire. Although, there was no report of a guide wire separation, it appears that there was a core separation. It is unk when the guide wire separation occurred.